Event description:
Boston scientific received information that when this device was interrogated in 2012, a power on reset was identified. The cause of the reset was unknown. The device remained implanted. Approximately two years later, this patient was see in clinic and, once again, this device was noted to have undergone a reset. Additionally, the remaining longevity that was displayed did not seem to be accurate. As such, the decision was made to replace this device and return it to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, visual inspection of the returned device identified no anomalies. Review of device memory noted 52 resets had been recorded, with the last reset reason listed as ¿system reset¿ which occurred at or after explant. It cannot be determined if the device declared elective replacement time (ert) battery status prior to explant because the identified resets cleared the indicators in the device memory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis confirmed this device experienced resets while implanted, likely due to memory corruption; however, the root cause of the memory corruption could not be determined. The device had been implanted for 11 years and all available evidence indicates it lasted as long as expected.